Manufacturer narrative:
The device was returned and evaluated. A tear was found in the unexposed portion of the soft cannula. Fluid was seen exiting the site of the tear. This leakage lead to corrosion on the batteries and pcb. The device data could not be downloaded. The device was measured to have high shelf mode out of specifications. The batteries were measured to have insufficient charge and the seals were observed to be discontinuous around the circumferences. No other damages or defects were observed. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose level rose to 26 mmol/l (468 mg/dl). The patient treated the hyperglycemia by applying a new pod. The pod was worn between 4 and 24 hours on the abdomen.